Event description:
It was reported that the lead impedance has continued to increase gradually and remains high. The threshold has also increased. The lead will continue to be monitored. It was further reported that the lead's impedances and thresholds continue to increase and remain high. The lead will continue to be monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance has continued to increase gradually and remains high. The threshold has also increased. The lead will continue to be monitored. It was further reported that the lead's impedances and thresholds continue to increase and remain high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance has gradually climbed and that the threshold is slightly higher. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance has gradually climbed become high and has continued to increase higher. The threshold has raised and is slightly higher yet. The lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku